Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted instrument confirmed one of the saw capture has broken. The root cause is product wear out. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The blade capture on the patella cutting clamp broke off of the clamp. Neither the patient, surgeon or staff were injured. No additional time was required to complete surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.